Event description:
It was reported during use of bd vacutainer® sst¿ blood collection tubes, an unspecified number of tubes are underfilled. There was no health impact or consequences reported.

Manufacturer narrative:
B.3: date of event is unknown. The date received by manufacturer has been used for this field. D.4. Medical device expiration date: unknown h.4. Device manufacture date: unknown e.1: initial reporter facility name: bath community hospital (aka bath county community hospital) there were multiple 510k numbers reported to be involved. The information is as follows: g.4. PMA / 510(k)#: k230855 a device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.